Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited high and low pacing impedances measurements which was consistent with lead-to-device spring contact interaction. No changes or interventions were performed. There were no patient consequences.